Manufacturer narrative:
(B)(4).

Event description:
Foreign patient's mother contacted dexcom technical support on 08/25/2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver data log was downloaded and no errors were observed. . The device was determined to be operating within the required specifications without malfunction.